Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The mixing pump was found to be responsible for the cooling issues. The mixing pump was replaced. The device underwent a 2k pm. The circulation pump, heater, and both drain ports were replaced. The device passed all applicable testing and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that quick check performed on arctic sun device. In evaluation findings, the arctic sun device did not cool down, mixing pump was defective and the device was due for 2000 hours preventive maintenance. Preventive maintenance procedure had been performed, circulation pump, mixing pump, heater and both drain ports had been replaced. After replacement device passed all final test procedures. As per quick check, new calibration was performed. Device can back to normal use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that quick check performed on arctic sun device. In evaluation findings, the arctic sun device did not cool down, mixing pump was defective and the device was due for 2000 hours preventive maintenance. Preventive maintenance procedure had been performed, circulation pump, mixing pump, heater and both drain ports had been replaced. After replacement device passed all final test procedures. As per quick check, new calibration was performed. Device can back to normal use.